Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming.the system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient reported his pd catheter was infected and he was transitioning to hemodialysis. Follow-up with the patient's nurse confirmed the patient was diagnosed with staphylococcus aureous peritonitis during a scheduled cholecystectomy. The patient's gallbladder was found to be necrotic when it was removed. The tip of the pd catheter was found in a pocket of pus in the area of the appendix. The appendix might have previously ruptured as they did not find any evidence of an appendix and were not aware of it being removed previously. The nurse was not sure if the patient's peritonitis was due to the apparent ruptured appendix and subsequent pocket of pus or if it was attributed to the patient's technique failure. The patient's medical records were requested and will not be made available.